Manufacturer narrative:
(B)(4). Patient code: 1930. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 51 years old; no information available regarding the weight and bmi. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?: normal. Where on the suture line did the suture break (knot, middle, end)?: knot. Were any cultures performed?: no. Other relevant patient history/concomitant medications: no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: no opinion, this event is unexplained. The following information was requested but unavailable: date of the index surgical procedure. On what tissue was the suture used? What was the onset date of symptoms from the initial surgical procedure? Can you explain ¿ablation of the point 15 days after (normally 8-10days)¿? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mjr896- and no non-conformances were identified. Additional information was requested and the following was obtained: procedure name? Overedge stitch. Point by point. Where was the scarring noticed? Slow scarring and superinfection. What treatment was provided to patient for scarring? Chlorhexidine. Any medical/surgical intervention (antibiotics or prescription medication) provided to patient? Home care with prescription of betadine®. Prescription of antibiotics in case of superinfection. Was the patient re-sutured? No, ablation of the point 15 days after (normally 8-10days). Patient current condition? Normal scarring.

Event description:
It was reported that a patient underwent a biopsy procedure on an unknown date in 2019 and suture was used. The patient experienced scarring with rupture of thread and possible superinfection on unknown date several weeks post procedure. The patient was treated with home care with prescription of betadine®. The patient was prescribed antibiotics in case of superinfection. An ablation of the suture point was performed 15 days after (normally 8-10days). Patient is current condition reported as normal scarring. Additional information has been requested.